Event description:
It was reported that while in use, the customer discovered a split in the tracheostomy tube. A trach tube change was necessary. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One bivona tracheostomy tube flextend was returned for analysis in used condition. A split in the tube was noted between the shaft and the connector upon visual examination. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed; no discrepancies observed. The assembly process and training was reviewed; confirming all are being carried out adequately. Verification of (B)(4) units were reviewed to look at molding issues; noting that all the inspections and verifications are being performed by the production personnel and verified by the quality inspectors. Based on the evidence the complaint is confirmed. However, the root cause is unknown. It was reported that the root cause may have occurred following the product leaving the manufacturer.